Event description:
It was reported that the patient received inappropriate pacing therapy due to what appeared to be svt. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.